Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a hyperglycemia and treated with insulin pump. The customer blood glucose was 15mmol/l. The customer also noticed unexpected suspend [low sg] alert and possible under delivery anomaly alert. The customer reported no adverse event. The event involved product(s) pump mmt-1885. Troubleshooting was performed and confirmed the issue. The customer called for an issue not covered by existing troubleshooting guides. Product return was requested for mmt-1885 and customer response was the pump mmt-1885 was returned for analysis.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0873 inches. No over/under delivery anomaly noted during testing. Unit properly connected to the glucose sensor simulator. No communication anomaly noted. Unit calibrated with sensor and glucose simulator box. No calibration anomaly noted. Unit programmed an alert on low setup of 5.0 mmol/l. No unexpected suspend [low sg] noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. In further full review of the pump history on the event date of 25-oct-2024 found bolus deliveries of 0.15 u at 02:58:57.000, 0.5 u at 03:03:56.000 and 0.375 u at 03:08:56.000. The total bolus delivered on 25-oct-2024 was 45.225 u. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. No moisture damage noted during visual inspection. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay and scratched case. In conclusion, customer allegations for pump under delivering and unexpected suspend [low sg] alarms were not confirmed during testing. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.